Event description:
It was reported that the surgeon could not cut the exeter mesh with the exeter mesh cutter. So, he used spare product instead of it and the procedure was completed without any problems or delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged failure of the instrument to cut mesh involving an x-change mesh cutter was reported. The event was confirmed. The returned device is in good condition however here some marks of use noted. A functional test was performed and it was confirmed that the handle of the cutter is functionally compliant. A test was done with a mesh and it was not possible to cut the mesh with the cutter. There was no surgical delay or adverse consequences noted for the patient. A device history review indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no similar reported events for the subject lot code. The investigation confirmed that the device cannot cut a mesh. No information was provided on the condition of use and the number of uses was not confirmed. The supplier (B)(4) was informed of this complaint. They confirmed that during manufacturing at the assembly step all the devices are adjusted by cutting a stainless steel sheet with thickness 0.6mm in order to reproduce the conditions of cutting with a mesh. No further investigation for this event is possible at this time

Event description:
It was reported that the surgeon could not cut the exeter mesh with the exeter mesh cutter. So, he used spare product instead of it and the procedure was completed without any problems or delay.